Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter read inaccurately high in comparison to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2019 at 10:27 pm. The patient reported obtaining an alleged inaccurate high blood glucose reading of ¿237 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient informed the csr that he manages his diabetes with lantus insulin and humalog insulin (10 units, 3x a day) and he claimed he continued to follow his usual diabetes management regimen in response to the alleged issue. On (B)(6) 2019 at around 1-1:30 am, the patient started to feel ¿shaky and sweaty¿. He then woke up his wife and she treated him with orange juice. The patient indicates that he did not seek any other medical help in response to the symptoms and he did not use any other device to test his blood glucose. During troubleshooting, the csr confirmed that the patient¿s meter was set to the correct unit of measure and the test strips had not been open longer than the discard date, had not expired, and had been stored correctly. The csr noted that the patient did not have a control solution available to perform a quality control test. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.